Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The common compute controller (ccc) was analyzed and found that the ssc cardcage was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on where a "console is not connected or powered on" message was present. The ccc was taken to a programming station where it was confirmed bricked. The ccc was unbricked, and reinstalled where the issue was resolved. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure a message indicated that the console was not connected to the system. Troubleshooting began with confirming that there were no messages about the patient cart not being connected, and the patient side cart (psc) appeared connected to the tower. The system was powered down normally, and the breaker at the console was cycled. Both ends of the fiber cable for the console were cleaned, as well as the fiber sockets at the rear of the console and the tower. Upon powering the system up from the console, the message "console is not connected" persisted. It was explained that the issue might be due to a dirty or damaged blue fiber cable, but there might also be another issue with the console. The procedure was aborted with no patient involvement.